Event description:
The customer was hospitalized for high blood glucose levels. The customer treated himself with a manual injection prior to the hospitalization, but his blood glucose levels remained high. Troubleshooting was not performed as the customer did not have the tubing clamp. All pump parameters were programmed correctly. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.